Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a system failure during install. There was also a pump motor drive-phase b during post (power on self test). Lastly, customer noted that the battery read "n/a" even after trying a new battery. There was no patient involved during the reported events.